Event description:
This lead was implanted on (B)(6) 2008 and is still in active implant.some noise was sensed on this lead. The physician was dr. (B)(6) at (bb(6) regional medical center in (B)(6) nc. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).